Manufacturer narrative:
The device has not been returned for evaluation. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined. The device history record for the lot was reviewed; no anomalies were noted related to this event. A search of the complaint database identified one additional complaint reported for this lot (same customer, same event). The 2008 15-month captivator snares product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted associated with this complaint.

Event description:
It was reported to boston scientific corp that a captivator ii polypectomy snare device was used during a polypectomy procedure in 2008. According to the complainant "... After the snare was used to remove a polyp, the pt developed a bleed. The physician used clips and injections [to stop the bleeding]." No pt complications were reported as a result of this event and the pt's condition was reported as "stable" following the procedure.